Event description:
Rn reports patient got the transfer set caught in a recliner chair while in the hospital for unrelated reasons. Per rn, transfer set pulled apart from the catheter due to the force of being caught in the chair. Per rn, a transfer set change was performed and patient received prophylactic antibiotics. No patient injury resulted from the incident per rn.